Event description:
Reporter alleges that per tests the right implant appeared to be ruptured and upon entering the breast pockets both the left and right implant were ruptured. Reporter also alleges that both implant shells were completely disintegrated.